Event description:
It was reported that an altitude alarm occurred. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. Customer delivered a correction bolus via the pump to address the issue. The customer changed the cartridge and resumed insulin delivery successfully.